Event description:
Boston scientific crm received information that this device declared end of life (eol) due to charge time measurements of 32 seconds. Additionally, the health care practitioner was concerned regarding the drop in battery voltage from 2.53 v to 2.43 v over the past year.additional information was received that this device was explanted for battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed that this device should be replaced. At this time, no additional information is available and records indicate that the device remains in service. If additional information becomes available, this report will be updated.the device was explanted. No further information is available. This report will be updated if more information becomes available.